Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse was trying to start therapy. Pads were not filling. Errors about patient line open and low flow (alert 01 and 02). No kinks in lines. Device primes and then stopped therapy. One thigh pad attached, but not on patient. Biomed walked through stop therapy, drain pads and try to disconnect. Device alerted 03 water reservoir low. Biomed tried to walk through filling device, but device would not take up water. Biomed had nurse remove fluid delivery line and place thumb over left drain port. A little bit of water started taking up slowly. Nurse stated just going to call for a back up unit. Biomed advised to send this one to biomed labeled low flow and would not fill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was trying to start therapy. Pads were not filling. Errors about patient line open and low flow (alert 01 and 02). No kinks in lines. Device primes and then stopped therapy. One thigh pad attached, but not on patient. Mss walked through stop therapy, drain pads, and try to disconnect. Device alerted 03 water reservoir low. Mss tried to walk through filling device, but device would not take up water. Mss had nurse remove fluid delivery line and place thumb over left drain port. A little bit of water started taking up slowly. Nurse stated just going to call for a backup unit. Mss advised to send this one to mss labeled low flow and would not fill. Per additional information received on (B)(6) 2022, biomed requested assistance troubleshooting device. Nurses put in work order because it was giving alert 01 (low flow) and 02 (patient line open), then 03 (water reservoir low). Device would not take up water. Removed fluid delivery line and placed thumb over left port. Pulled up a little water, but nurse decided to swap out. Device was coming in for 2000-hour preventive maintenance service. Per sample evaluation results received on (B)(6) 2022, device was received on (B)(6) 2022 other observations unit was primed to fill. The mixing pump motor had a broken standoff so it would be replaced. The shell had a stripped screw in the middle left side of the unit causing the pem-nut to dislodge so it would be replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was trying to start therapy. Pads were not filling. Errors about patient line open and low flow (alert 01 and 02). No kinks in lines. Device primes and then stopped therapy. One thigh pad attached, but not on patient. Mss walked through stop therapy, drain pads, and try to disconnect. Device alerted 03 water reservoir low. Mss tried to walk through filling device, but device would not take up water. Mss had nurse remove fluid delivery line and place thumb over left drain port. A little bit of water started taking up slowly. Nurse stated just going to call for a backup unit. Mss advised to send this one to mss labeled low flow and would not fill. Per additional information received on 03oct2022, biomed requested assistance troubleshooting device. Nurses put in work order because it was giving alert 01 (low flow) and 02 (patient line open), then 03 (water reservoir low). Device would not take up water. Removed fluid delivery line and placed thumb over left port. Pulled up a little water, but nurse decided to swap out. Device was coming in for 2000-hour preventive maintenance service. Per sample evaluation results received on 26oct2022, device was received on 24oct2022 other observations unit was primed to fill. The mixing pump motor had a broken standoff so it would be replaced. The shell had a stripped screw in the middle left side of the unit causing the pem-nut to dislodge so it would be replaced.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "use of punctured pads or pad lines". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse was trying to start therapy. Pads were not filling. Errors about patient line open and low flow (alert 01 and 02). No kinks in lines. Device primes and then stopped therapy. One thigh pad attached, but not on patient. Mss walked through stop therapy, drain pads, and try to disconnect. Device alerted 03 water reservoir low. Mss tried to walk through filling device, but device would not take up water. Mss had nurse remove fluid delivery line and place thumb over left drain port. A little bit of water started taking up slowly. Nurse stated just going to call for a backup unit. Mss advised to send this one to mss labeled low flow and would not fill. Per additional information received on 03oct2022, biomed requested assistance troubleshooting device. Nurses put in work order because it was giving alert 01 (low flow) and 02 (patient line open), then 03 (water reservoir low). Device would not take up water. Removed fluid delivery line and placed thumb over left port. Pulled up a little water, but nurse decided to swap out. Device was coming in for 2000-hour preventive maintenance service. Per sample evaluation results received on 26oct2022, device was received on 24oct2022 other observations unit was primed to fill. The mixing pump motor had a broken standoff so it would be replaced. The shell had a stripped screw in the middle left side of the unit causing the pem-nut to dislodge so it would be replaced.